Event description:
It was reported that during the patient # (B)(6) generator replacement surgery, blood was found in the lead. A revision of the lead was not performed. Impedance values were reported to be within normal limits during the surgery and post surgery completion. A review of the lead manufacturing records showed that it passed all functional specifications prior to distribution. The generator was turned on on (B)(6) 2018. Impedance values were within normal limits after the device was turned on. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.